Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a deflation issue and balloon rupture occurred. Vascular access was obtained via a left brachial approach. The 70% stenosed denovo lesion was located in the calcified and moderately tortuous right superficial femoral artery (sfa). A 6.0 x 20/135 sterling monorail balloon catheter was selected for post dilation. The device was advanced across the target lesion without difficulties. At the start of the balloon inflation contrast medium soon leaked from the balloon. During the first inflation a partial balloon deflation issue was encountered, and a balloon ruptured occurred at 6 atms. The balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.